Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation completed. Should further information be received, the complaint will be updated at that time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient experienced pain, stiffness, discomfort, popping, and weakness, which in turn negatively affects the patients mobility and quality of life. Papers also allege excessive levels of chromium and cobalt blood levels.